Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that controller says that her stimulator is off.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.